Manufacturer narrative:
Product event summary: data files for the date of the reported event and the balloon catheter, 2af281 with lot number 37329, were returned and analyzed. The data files confirmed both the reported 50005 system notice (leak detection) and 50006 system notice (blood detection). The data files also confirmed two other system notices, unrelated to the reported issue. Visual inspection of the balloon catheter showed blood inside the balloons and the coaxial connector. The catheter failed the performance test due to the 50005 system notice. The dissection and pressure tests showed a double balloon breach pinhole and blood in the handle. It was noted that further dissection did not show issues with the thermocouple or leak detection wires that could cause the pinhole. In conclusion, the reported issue of the 50005 and 50006 system notices, and visible blood was confirmed through testing and data analysis. The balloon catheter, 2af281 with lot 37329, failed the returned product inspection due to a double balloon pinhole.

Event description:
It was reported that during a cryoablation procedure, a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection, and that a system notice was received indicating that the safety system detected blood in the catheter handle, the injection was stopped and the vacuum disabled. It was noted that the balloon catheter deflated and blood flowed into the device. The balloon catheter was replaced and the case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.